Manufacturer narrative:
The patient has a medical history of hypertension and previous mi. Event date received. During index procedure, the rca and lad were treated. Index procedure was prompted by unstable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two resolute onyx drug-eluting stents were implanted. Cec adjudicated late stent thrombosis arc definite occurred in the rca.